Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 in auxiliary 7 had failed and was not detected as closed due to missing magnet from the insep. A field service engineer replaced the magnet from the insep to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer was failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.